Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an extension set with one-link needle-free lv connector disconnected from the primary IV tubing set and leaked blood. This event occurred during patient infusion. The customer indicated that there was not a significant amount of blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.